Event description:
The daughter of a home pt (hp) phoned baxter to report 2 instances of homechoice cassettes in which pinhole leak(s) were detected in unspecified "lines coming out of the cassette" during prime. Hp's daughter stated the leaks were coming from the lines and not from the cassettes. One event happened in 2006, and the other event happened approximately 2 weeks prior to that. No alarms were received. Each time the hp was able to restart and complete therapy with new supplies. The cassettes were not being reused. The hp has no pets in the house. No sharp objects were used to open the carton or the overpouch. Technical services was not contacted. The hp discarded the used samples. There was no pt injury or medical intervention associated with these events.